Manufacturer narrative:
The catheter passer was returned. The shaft was observed to be bent. There was proteinaceous debris noted on the exterior of the shaft. The proximal end of the obturator tip was broken off. The break had an uneven, jagged edge. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution ¿subcutaneous catheter passers can break at welds or component assembly points, or due to extreme deformation of the malleable shaft.¿ there was proteinaceous debris noted on the exterior of the passer obturator. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the device was used for a vp shunt surgery. According to the report the cylindrical tip of the passer was found to be bent in the cervical region and remained in the patient's body. It was reported the doctor used another device to complete the surgery successfully. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.